Event description:
Defective readings; had just replaced my freestyle libre 2 sensor with a new one. Sensor reported my blood sugar in the low 50s. Started drinking apple juice to raise blood sugar. Husband had me verify with my livongo stick type meter and my blood sugar was in the 140s. Replaced sensor again with another and reading are good now. FDA safety report ID # (B)(4).